Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other three proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with four proglide devices, two in the rcfa and two in the lcfa, using the pre-close technique via a 6f sheath prior to an endoprosthesis abdominal interventional procedure. Reportedly, when the plunger of the four proglide devices was removed the thread including the knot came out. The sutures of two new proglide devices were successfully pre-placed in the rcfa and lcfa. The sheath was upsized to greater than 8.5f and the endoprosthesis abdominal procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿thread including the knot came out when the plunger was removed¿ was confirmed as a needle to cuff miss. The tip separation was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received stating that a needle tip separation occurred during use of one of the proglide devices. No additional information was provided.